Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Customer contact reports no patient information available. Unique identifier: (B)(4). Legal manufacturer: hcs (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported an error that resulted in a loss of mechanical ventilation during a case. The patient was switched to manual ventilation and case resumed. There was no patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The anesthesia control board was replaced to resolve the issue.